Event description:
It was reported by the patient on (B)(6) 2026, that this pacemaker was surgically explanted and replaced due to its association with a field action. Information later received in mid-(B)(6) 2026 provided the additional information that this device had recorded a code 1003, which states the voltage is too low for projected remaining capacity. Besides surgical intervention, there were no other adverse patient effects reported.